Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test. Performed manual prime and high pressure test per specifications. Reservoir does not leak.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. No further information was provided.